Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported issue and patient effects; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report the following additional information was received: the patient was seen by a vascular surgeon and a cut-down procedure was performed to remove the starclose se clip; however, the clip could not be found. A c-arm medical imaging device was used for over an hour in attempt to find the starclose clip but was not found. The physician is suspecting that the clip may have migrated. Reportedly, the common femoral artery was found attached to the femoral nerve, which was most likely causing the pain and numbness. The physician was able to free the femoral artery and nerve from each other. The physician who placed the starclose se device in the patient is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the reported patient effects. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a starclose se device after an unspecified procedure on (B)(6) 2015. Reportedly, the patient began having the following symptoms pain, numbness and tingling on the side the starclose se clip was placed. The pain felt like it was increasing. The patient had a magnetic resonance imaging (MRI) and doppler ultrasound performed on (B)(6) 2015. The patient saw a cardiologist on (B)(6) 2015 and was informed that the MRI and doppler results showed no blockages and no clots. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. Although the name of the physician was provided it is not known if the physician is trained in the use of the proglide device. No additional information was provided.